Manufacturer narrative:
(B)(4). Batch # 439a42. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with three reloads present. The reloads were received partially fired 3/4. Upon evaluation of the device, it was noted that at the moment to perform the firing test in the straight position with a test reload the cycle was not completed to deploy all the staples in the skin test. In order to evaluate the internal components, the device was disassembled and it was found a wrong drive bar was assembled in this device 45mm instead 60mm. In addition, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The issue found in the device has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown bariatric procedure that the stapler did not fire the full length that it only fired 40mm instead of 60mm. Another like device was used to complete the procedure. There were no adverse consequences for the patient.